Event description:
It was reported that the post broke off of the patient's tibial hinge component. The surgeon performed a revision surgery on this patient on (B)(6) 2021. During the revision surgery, the following eleos implants were revised: tibial hinge component, tibial poly spacer, and distal femur axial pin. No additional information regarding this adverse event has been provided.

Manufacturer narrative:
The investigation is in process. When the investigation is complete, a supplemental MDR will be submitted accordingly.

Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The root cause of the implant fracture could not be determined. The device history records and sterilization batch records were reviewed and no issues during manufacturing or sterilization were identified that would have contributed to this complaint. If any additional information is obtained, a supplemental MDR will be filed accordingly.

Event description:
It was reported that the post broke off of the patient's tibial hinge component. The surgeon performed a revision surgery on this patient on (B)(6) 2021. During the revision surgery, the following eleos implants were revised: tibial hinge component, tibial poly spacer, and distal femur axial pin. No additional information regarding this adverse event has been provided.